Manufacturer narrative:
No blank display noted. However, device alarmed motor error during rewind due to motor encoder signal out of phase. Unable to perform operating current, unexpected restart error, self test, rewind test, basic occlusion test, occlusion test, prime/compromised force sensor system test, excessive no delivery test and displacement test due to motor error alarms.

Event description:
It was reported that the insulin pump had not started. The customer¿s blood glucose level was unknown. The insulin pump will be returned for analysis.